Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer stated that they took out the infusion set and noticed that the cannula was completely bent.